Event description:
A malfunction alarm was reported by the caller in relation to the pump, specifically noting malfunction code 6. There was no adverse impact to the customer¿s blood glucose level. The issue was resolved after customer technical support provided information to reset the pump, and the caller was able to reset it successfully without recurrence of the malfunction code. The customer was advised to continue using the pump and to contact support again if any issues recur.